Event description:
It was reported that the customer received a battery out limit alarm. The customer stated that she went through four batteries, but the issue persisted. The customer's blood glucose was 90 mg/dl. Troubleshooting was done. The customer further stated that none of the buttons were working. The customer explained that, upon pressing the esc and act buttons to clear the alarm, nothing occurred. The customer stated that she was unsure if there were any significant events leading to the keypad issues. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.